Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
DHR review has been started. Customer letter not required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available. Device will not be returned.